Event description:
A patient contacted baxter global technical services regarding assistance with a system error (se) 2240 alarm that appeared while using the homechoice (hc) unit during a dwell cycle. The technical service representative (tsr) explained the alarm. The home patient (hp) stated a supply bag fell and disconnected. The tsr had the hp cycle power the hc machine, which then alarmed with a se 2367. The tsr then assisted the hp in retrieving the cassette and advised to contact the nurse regarding the alarm. The hp elected to discard the sample. No injury or medical intervention was reported. Per 2240 call script: the hp was connected to the hc cycler at the time of the alarm. The hp did not disconnect any time prior to the alarm. All the bags were not properly spiked and connected. The hp would complete therapy with manual exchanges. During a follow up phone call by product surveillance to the nurse on (B)(4) 2010 regarding the disconnect and the 2240 alarm, it was revealed that the nurse checked with the hp after this writer had previously left her the message regarding this report. The nurse reported that the separation event did not cause any injury or harm. Per nurse, hp is doing fine and continuing therapy. The nurse stated that the hp did not report any defects on the supplies. The nurse stated that hp's places the supply bag next to the hc cycler on the table. The nurse did not know how the bag fell. The nurse did not know the lot numbers. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.